Manufacturer narrative:
Follow-up #1: date of submission 04/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the pump was returned with no evidence of moisture in the battery compartment. A leak test was performed and failed due to a crack at the top right corner in between the display lens and the pump seal. The pump was opened and moisture was found on the force sensor plate and on the printed circuit board. Unrelated to the original complaint, the bolus button cover was torn; however, the bolus button was still operable. In addition, the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.